Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer had questions about alarm tones for tele hosts, as two telemetry units were not audibly alarming for a red alarm. There was no adverse event or patient harm reported.